Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the last time the patient went to the doctor, one of the contacts was out but it was one the patient didn't use. The patient noted that he was upset that it already didn't work even though he didn't use it. The issue occurred in 2016 "probably" two months prior to (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's healthcare provider (hcp) reports that programming was performed on the device. The cause of the contact being out has not been determined. It is unknown if the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.